Event description:
Following MRI the area around the implant was sore like a low burn and there was a steady humming, like tinnitus. She also just did not seem to _hear_ anymore. It was more like she was aware of sounds. There was also an odd zapping, like a misfiring sound. Not an actual physical sensation just the sound. Also, since the MRI scan the recipient perceived a burning and a spreading headache within a few minutes when placing the audio processor on the head. No pain was reported when the audio processor was not on. At examination on june 11, 2021 the recipient reported a burning sensation on internal device after wearing the telemetry coil for approximately 10-15 minutes and the examiner was able to palpate a warmer spot near approximate location of internal device after the telemetry coil was removed. No obvious bruising opened skin or burning on skin around the implant were observed. Additionally, the recipient was concerned that the internal device had shifted position in her head and was contacting the metal plate in her skull from previous craniotomy due to brain tumor removal. The external equipment has been replaced.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced painful sensation at the implant site during MRI examination. The reported symptom is a known possible side-effects of MRI examination in combination with ci and can result in inconvenience. These perceptions can depend upon several factors, including induced voltages due to magnetic fields, micro-movement of the device due to the forces exerted by the MRI scanner and the sensitivity of the patient. In addition no head bandage was used, which might have contributed to micro movements resulting in the reported issues. However, the recipient reports doing well and no further issues are reported. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that following MRI the area around the implant is sore like a low burn and there is a steady humming that she never had before, like tinnitus. The hearing performance with the device is also affected.